Event description:
A malfunction alarm was reported, identified by the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again.